Event description:
The doctor reported separating a file in a pt's tooth. The pt will return for a follow-up visit for the doctor to retrieve the file. At the time of this report there was no further pt info available.